Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that during procedure harvester noted poor tunnel expansion due to insufflation problems which lead to poor visibility hindering ability to perform harvest. Trouble shooting process included switching insufflation from btt to cannula, changed insufflation tubing, cleaned cannula and btt of tissue which may have impeded flow, used a stop-cock on tubing to insure pressure valve was open. None of these trouble shooting attempts were successful in fixing issue. The btt balloon was inflated with air, however the amount of air is unknown. Actual co2 pressure and flow levels during procedure are unknown. However, harvester is experienced and knows the correct settings of 3-5 flow, 10-12 pressure. They the surgeon opened up another vh-4000 kit. The new kit worked as expected and the harvesting tunnel expanded well so that the case could proceed. There was no injury or harm to patient. There was only a short delay in procedure while going through the troubleshooting steps.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The cannula was returned to the factory for evaluation on 01/12/2026. An investigation was conducted on 01/15/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. A syringe was filled with 30cc of air. The syringe was then connected to the luer lock valve attached to the insufflation tubing. The plunger on the syringe was depressed and all 30cc of air was delivered with unimpeded flow of air through the insufflation tubing. The complaint cannula device was submerged in water. A syringe was filled with 30cc of air. The syringe was then connected to the luer lock valve attached to the insufflation tubing. The btt was not returned. The reported failure "improper flow or infusion" was not confirmed. The lot # 3000512450 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.